Manufacturer narrative:
Investigation into the process and component parts used to assemble the product identified that a loose fitting could result when parts close to the minimum tolerance were used in conjunction with parts near maximum tolerance. Ie there could be a "tolerance stack". Production placed on hold. Drawing update to tighten tolerances. New supply of parts to updated tolerances. Validation & testing prior to recommencement of production.

Event description:
Opened up the britepro solo mac 3 package and small components of the device came apart, with the spring landing in the patient's mouth